Manufacturer narrative:
According to the facility on (B)(6) 2025 the cannula detached from the syringe and was "injected into the eye". Per the facility this caused "a retinal tear x 2 requiring laser by retina team and follow up with them, also caused an unplanned posterior capsular tear requiring anterior vitrectomy". A sample of the product was requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 the cannula detached from the syringe and was "injected into the eye".